Event description:
It was reported that a balloon rupture occurred. Access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous posterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon was inflated in the lesion ; however the balloon ruptured at 6atms on the first inflation. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with the original box. There was blood in the inflation lumen and in the balloon. The device was inflated, using an inflation device filled with water connected to the inflation port, and a balloon leak was noted. Examination under magnification revealed a balloon pinhole over the distal edge of the markerband and tip damage. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous posterior tibial artery. The 1.5mm x 20mm x 143cm coyote¿ es balloon was inflated in the lesion ; however, the balloon ruptured at 6atms on the first inflation. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is good.